Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files identified transient pump stops and low speed events indicative of a potential driveline issue, a specific cause for these findings could not be conclusively determined through the evaluation of the returned portion of the driveline. In addition, the evaluation of heartmate ii lvas identified a thrombus surrounding the inlet bearing. The submitted log file captured two transient pump stop and associated low speed hazard alarms occurring on (B)(6) 2019 at 07:48:54 am and (B)(6) 2019 at 09:03:28 pm. These events occurred while the system controller was connected to 14 v li-ion battery power. It was reported that the patient underwent a transplant on (B)(6) 2019 due to a suspected phase to phase short. Pump was returned assembled with the driveline severed approximately 5.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. The device appeared to have been exposed to a fixative agent. During disassembly of the device, a dark red, ring-like thrombus formation was observed surrounding the inlet bearing ball. The laminated structure of this thrombus formation and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Further, this formation appeared to have partially obstructed the flow of blood. An exact duration for which it was present within the pump could not be determined through this evaluation. The outer silicone jacket and bionate layers of the driveline appeared unremarkable. Minor metal braided shield breakdown was observed adjacent to the nipple of the pump housing. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the returned portion of the driveline did not reveal any areas of compromised wire insulation that would have contributed to the pump stops and low speed events observed in the submitted log files. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant. According to information provided from vad coordinator, the transplant was not routine, as the patient had phase to phase short issue. The device will be returned for evaluation. No further information provided.

Manufacturer narrative:
Multiple attempts were made to obtain patient weight information but this information was not provided. Section d4: additional information section g3: correction section h4: additional information manufacturer's investigation conclusion: the evaluation of the submitted system controller log files identified transient pump stop and low speed events. Based on previous complaint history, these findings could be indicative of a potential driveline issue. The submitted log file captured two transient pump stop and associated low speed hazard alarms occurring on (B)(6) 2019 at 07:48:54 am and (B)(6) 2019 at 09:03:28 pm. These events occurred while the system controller was connected to 14 v li-ion battery power. The account reported that the patient denied hearing the any alarms and technical services recommended to monitor the patient on a grounded patient cable for unusual alarms. It was noted that the patient only uses battery power and has not used the power module for power. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a motor stop event on (B)(6) 2019. Records show that there were no issues found with the removed external section of perc lead on (B)(6) 2019. A possible cause of the 2 recent pump stops could be a phase to phase short. No further information was provided.